Event description:
It was reported that there was an issue with the product fk963r - kerrison detach.130deg up 200mm 3mm thin via information received from mw (B)(4). According to the complaint description, the device was bending during use (top slider portion). This occurred during spinal surgery. A different kerrison was used to complete the procedure. Further details were not provided. The malfunction is filed under aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Additional reporter: (B)(6). Investigation results: visual inspection of the product revealed a working end damaged by pressure and scratches. The hardness measurement for the specification 420+110 hardness per vickers (hv) 5 resulted in a value of 476.5 hv5, which corresponds to the specification. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products found to be according to specification valid at the time of production. There are two (2) similar complaints against the same lot number(s). This medwatch is beeing sent as a feedback to the FDA in reference to the medwatch: (B)(4). According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3 and 803.50, this event is not considered / deemed as a reportable event for the following reason: - no death or serious injury - no malfunction that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur the reporting decision is based upon the review of the applicable risk analysis. The review of the risk analysis revealed that the applicable failure mode is rated with a severity of 1(5). Based upon risk management review, we currently conclude that even if the reported failure is to reoccur, no serious injury for patient, user or third party is to be expected. Conclusion/preventive measures: no deviations were found when checking the hardness and material - the cause of the damage could not be determined. However, the following points from the electronic instructions for use (eifu) (aesculap ag internal no. (B)(4) change no. Ae0063928) should be observed: 2.1.1 intended use - the bone punches are used for removing bone, ligaments, cartilage, and similar tissue. 2.4 application - - use the product according to its intended use. - avoid overstraining the product by turning or levering movements during the punching procedure (especially applies to kerrison bone punches with a thin foot plate). - use kerrison bone punches with a thin foot plate only for removing small, soft bone parts and soft tissue. - punch out only as much tissue as the cavity between the foot and slider part can receive.

Manufacturer narrative:
Correction: h10 - related report added.